Event description:
It was initially reported that the device was replaced due to observed irregularity during pump refill. In addition pt also experienced diminished pain control. While attempting the (B)(4) study physician could not aspirate and the procedure was aborted. It was later reported that the pump was beeping and the physician noted a greater residual volume than expected during the refill procedure. Drug delivered via the pump was hydromorphone 10 mg/ml at a daily dose of 1.4 mg.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function. The catheter was not returned for analysis.